Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported during the implant procedure, there was blood ingress up to one fourth of the way up the lead. The lead was not implanted. No patient complications have been reported as a result of this event.